Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and found the ccd failure and camera cable buckling. Based on the device inspection result, it is possible that the endoscope image was not displayed due to the ccd unit failure. Olympus medical systems corp. (Omsc) checked the product shipment record and found no abnormalities on the device. Therefore, the failure of the ccd unit may have been caused by the deterioration of the material of the ccd sensor due to ultraviolet rays. The device was manufactured in 2005 and was manufactured more than 15 years ago, so omsc was unable to review the device history record. If additional information becomes available, this report will be supplemented.

Event description:
The user facility returned the device to olympus service operation repair center (sorc) due to a defective endoscopic image. Sorc inspected the device and found that the endoscopic image was not displayed due to a ccd failure. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device evaluation is in progress currently at sorc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.